Manufacturer narrative:
Initial reporter (phone number): (B)(6). Initial reporter (zip code): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken striated on radius side assessed, as surgical damage. Silicone migration: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: red particles on the surface of the shell.

Event description:
A healthcare professional reported, a right side capsular contracture, baker grade iii. Additionally, healthcare professional reported, intracapsular rupture of the right device. And lymph node involvement is probably, due to silicone perspiration. Rupture was diagnosed by MRI. The device has been explanted.

Event description:
Healthcare professional additionally reported intracapsular rupture of the right device and lymph node involvement is probably due to silicone perspiration.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6,

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional additionally reported intracapsular rupture of the right device and lymph node involvement is probably due to silicone perspiration. The device has been explanted.